Manufacturer narrative:
The following statement was intended to be submitted with the initial MDR: this MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user deployed the infusion set without removing the plastic needle guard and disrupted the adhesive, resulting in an incorrectly attached infusion set and interruption of insulin delivery. The set was removed and replaced successfully, and therapy was resumed. No reported symptoms. Outcomes included restoration of insulin therapy after user troubleshooting and education. Investigation included user guidance and troubleshooting conducted remotely. Investigation of this case revealed that user technique caused an incorrect infusion set deployment with a connector/adhesive issue, which was resolved by replacing the set and reconnecting to therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error.